Manufacturer narrative:
Patient information now provided. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Patient information was not made available from the site. On 08/18/2016 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 09/12/2016 a medtronic representative, following-up with the site, confirmed the site continued with a c-arm. Procedure did not need to change. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site had difficulty taking a 3d spin with their imaging system. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon opted to discontinue the use of their imaging system and continued the procedure using a c-arm. Delay in therapy was less than one hour. There was no impact on patient outcome.